Event description:
Meter name: one touch profile. Strip name: unk. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: shaky. The pt reported they were not able to get a result from the meter. The meter allegedly was missing segments. The result on the pt's meter is unk. There was no result obtained from any other source. There was no comparison between pt's meter and any other device. There was no treatment. The pt replaced the batteries. No further info has been reported.